Manufacturer narrative:
Method, results - no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose of 200-400 mg/dl since starting a new type of infusion set in (B)(6) 2010. Target blood glucose is 90-110 mg/dl, and patient reported "they are spiking for no reason." Infusion headset is changed every 3 days. At times, patient would have to change the headset twice before her blood glucose decreased. She also delivered correction boluses. No concerns were noted during the preparation of the infusion set. The infusion set adhesive did not always stick properly. Insulin pooled underneath her skin, and she would notice this when the headset was removed and insulin would leak from the site. The infusion cannulas were not bent. Infusion sets were inserted manually. Patient followed the product instructions to learn how to use the new type of infusion set. Follow-up was provided by the patient. She changed to a different type of infusion set and blood glucose "went back down right away." No product was requested for evaluation. Patient was sent a replacement box of infusion sets. The patient did not require treatment from a health care professional or second party to address the issue.